Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was using the echelon 60 gold reload and on his third firing he did the usual, closed the stapler, waited ten seconds for compression and then fired the stapler. The firing was smooth, however what the surgeon noticed after the firing was done, was all of the staples did not close to a b-shape formation. The surgeon mentioned that it was a mangled mess; there were three rows of open staples on each side of the cut line. The surgeon then reloaded a new echelon gold cartridge and fired and the stapler and the new reload worked well. There were no adverse consequences for the patient. Device and reload discarded

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.